Manufacturer narrative:
UDI is unknown. No information has been provided to date. A manufacturing DHR review was not performed because the device is beyond a year from manufacture date of 2017-02-28 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a bent micro switch and missing block assembly. Functional testing found if the unit is filled with water. It will eventually leak. The root cause of the issue was due to customer damage from wear and tear. No action will be taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.